Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with ketones; however, a specific value was not provided. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on 7/31/2025. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.